Event description:
A distributor of infutronix received a complaint from a patient, reporting a leak in the tubing at the proximal side of the inline filter. Therapy was interrupted as the pump was powered down and clamped. Device operator was the patient. Medication being infused was unknown. No patient injury was reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
The possible cause of the leaking may be a bonding issue of the inline filter. CAPA initiated: it2021-17.

Manufacturer narrative:
Analysis of the returned device is complete. Results: upon visual inspection, the administration set was free from manufacturing abnormalities or defects. The administration set was then placed into a water reservoir and a 100 ml infusion was started with a nimbus ii pain pro s/n (B)(6). When delivering a 5 ml demand bolus with the pump, the administration set leaked from the tubing above the 0.2-micron filter. Reported issue is confirmed. Administration set does not meet passing criteria.